Manufacturer narrative:
Additional information: h6 ( rfr, fdd) information received shows this event is a duplicate of another issue reported under 1717344-2024-01176. This file will be closed and all further updates processed under the above-referenced report for this event medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during procedure, the insulated part of the device peeled off and fell and was damaged during use. The piece fell into the patient's cavity, but it was retrieved. X-ray was not performed to locate and/or retrieve the broken piece, and there was no additional medical procedure needed to remove the piece from the patient. There was no patient injury. Additional information received that only 1 device was used per surgery.

Event description:
According to the reporter, during procedure, the insulated part of the device peeled off and fell and was damaged during use. The piece fell into the patient's cavity, but it was retrieved. X-ray was not performed to locate and/or retrieve the broken piece, and there was no additional medical procedure needed to remove the piece from the patient. There was no patient injury.

Manufacturer narrative:
D10 concomitant products: e1455, e1455 the edge ent/ima electrode x50 (lot#:232220004r), e1455, e1455 the edge ent/ima electrode x50 (lot#:232220004r) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.